Event description:
It was reported that post a stenting treatment procedure, a stent damage occurred. Access was obtained through the right femoral artery. The target lesions were located in the left coronary, the occluded circumflex (cx) and the proximal right coronary artery (rca). To treat the mid left anterior descending (lad) artery, the lesion was predilated and stented with a non-bsc stent. Ivus revealed severe disease with soft plaque. A 2nd non-bsc 32mm stent delivery system (sds) was advanced to the lesion and was deployed. However, the ostium of the left main was not covered and an 8x3.5mm promus sds was advanced. The stent was deployed in the ostium of the left main and immediately after deployment the stent was well positioned and expanded. However, ivus revealed residual plaque at the distal margin of the 2nd stent implanted in the proximal lad and a 3.5mm balloon was advanced for post-dilatation. Next, a 20mm non-bsc stent was deployed between the proximal and mid lad. The force used to advance the 4th sds into position caused the promus stent to compress. The stent was reduced in length as the proximal end was crushed. To treat the promus stent, a 12x4.0mm taxus stent was deployed with excellent expansion. After closing the puncture site, the patient had sudden pain to the right lower limb. The external iliac artery was completely occluded. Peripheral angioplasty was performed and flow was restored with 60-70% residual stenosis. The physician went back into the coronary and placed an additional stent in the proximal rca. The stent was post dilated to 3.5mm. Also, the right iliac artery had severe recoil with 90% stenosis, therefore a 8x6mm non-bsc stent was deployed to 10atms resulting in good distal flow. The patient was intubated and ventilated because of the large amounts of contrast used during the procedure. Two days later, the patient had elevated potassium levels and went into asystole requiring cardiac massage. The patient was re-intubated and st depressions were observed indicating severe myocardial infarction. The stent in the rca was patent with evident stenosis in the 3rd segment of the vessel. The stents in the left coronary were all patent. The patient was administered aspirin and prasugrel post procedure. The device is only ous approved, but it is similar to an approved us device.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the needle plunger was removed, the suture was retrieved, the foot was parked and the device removed from the pt anatomy, the knot was found to remain in the device. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 - proglide (part #12673-03; lot#920286h), will be filed under a separate medwatch MFR number.

Manufacturer narrative:
Eight unused representative samples with the same lot number as the complaint device were returned for evaluation. A sampling of two devices were tested. Functional testing was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history records for the returned lots did not produce any findings relevant to this report. (B)(4).